Event description:
It was reported that the large volume pump did not connect to the pump controller. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the pump module was unable to connect was replicated during the investigation. The suspect pump module was attached to a dchu laboratory testing pcu in the ¿as received¿ condition. The suspect pump module would not turn on and the pcu would not recognize any module. The suspect pump module was detached and attached to the other side of the pcu, and the pump module would not turn on. The suspect pump module logic board was temporarily replaced for testing purposes only with a known good logic board. The suspect pump module was attached to the pcu, boot sequence was performed, and channel ¿a¿ was assigned to the suspect pump module confirming a failure on the logic board. Functional testing showed the suspect pump module working as expected. The review of the event and error logs could not be performed. The suspect pump module had a faulty logic board; therefore, the event and error logs were unable to be retrieved. Although requested, the suspect pump module event logs were not provided to bd by the facility. The bd alaris user manual v12.1.2 states not to use a device with any damage. Send it to biomedical engineering for repair. External and internal inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported issue. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the logic board as it was observed to be faulty. Please ensure proper assembly and retorque all screws to specification. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. Root cause: the root cause for the reported pump module unable to connect is being attributed to a faulty logic board. The root cause for the faulty logic board could not be determined during the investigation. Note that this report lists imdrf annex a0401, a1801, c07, c23, d15, d11, g02017 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump did not connect to the pump controller. There was no patient involvement.